Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿capsular contracture-baker grade unknown¿ (later confirmed as baker iii) and ¿fluid surrounding the implants¿.

Event description:
Patient reported ¿capsular contracture-baker grade unknown¿, ¿fluid surrounding the implants¿, ¿pain¿, ¿circumscribed lumps¿, and ¿scattered cysts¿ which are not device related. Events were confirmed via imaging. Healthcare professional later reported capsular contracture, baker grade iii. This record is for the left side. Device remains implanted.